Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Due to lack of item and lot numbers review of device history, complaint history, manufacturing, and deviations could not be performed. The root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation: in the package insert, under possible adverse effects, the table states, ¿post-operative bone fracture.¿ number 8 states, ¿early or late postoperative, infection, and allergic reaction.¿ number 10 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 13 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ following review, no new risks were identified. Literature: craik johnathan d., el shafie sherif, singh vinay kumar, twyman roy s., revision of unicompartmental knee arthroplasty versus primary total knee arthroplasty, journal of arthroplasty (2014), doi:10.1016/j.arth.2014.10.038. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2014-09078; 0001825034-2017-08033/08035/08037.

Event description:
Information was received based on review of a journal article titled, "revision of unicompartmental knee arthroplasty versus primary total knee arthroplasty" ten (10) unknown patients were identified in the article that underwent revisions requiring augments, stemmed implants, or bone grafts. There has been no further information provided and the patient outcome is unknown. Attempts have been made and no further information has been provided.